Event description:
During a clinic follow-up, episodes of noise were observed on the device. Additionally, missing egms were observed from the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.